Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient had an explant surgery due to lack of effect. The patient is a pain patient who also has recurrent utis. The device was not working for the patient even after several adjustments/reprogrammings/stim-holidays. The physician does not believe that the device/procedure caused or contributed to the patient complication of incontinence. The patient is expected to fully recover. Medical/surgical intervention was required.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Correction made to patient codes (h6) - updated to urinary tract infection.

Event description:
It was reported that the patient had an explant surgery due to lack of effect. The patient is a pain patient who also has recurrent utis. The device was not working for the patient even after several adjustments/reprogrammings/stim-holidays. The physician does not believe that the device/procedure caused or contributed to the patient complication of incontinence. The patient is expected to fully recover. There have been no updates from the medical team about complications. Medical/surgical intervention was required.

Event description:
It was reported that the patient had an explant surgery due to lack of effect. The patient is a pain patient who also has recurrent utis. The device was not working for the patient even after several adjustments/reprogrammings/stim-holidays. The physician does not believe that the device/procedure caused or contributed to the patient complication of incontinence. The patient is expected to fully recover. There have been no updates from the medical team about complications. Medical/surgical intervention was required.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.